Manufacturer narrative:
Continued fax e1: (B)(6). Continued health effect - impact code 4: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Patient reported "heart problems headaches, blood pressure problems, water retention", all determined to be not device related, and rupture. Healthcare professional later reported seroma, and capsular contracture, baker grade iii. It was also reported that rupture only occurred on contralateral side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "heart problems headaches, blood pressure problems, water retention", all determined to be not device related, and rupture. Healthcare professional later reported seroma, and capsular contracture, baker grade iii. It was also reported that rupture only occurred on contralateral side. Device has been explanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: headache-ndr: unable to observe since it is a medical event and is not related to the device. Varied injuries: unable to observe since it is a medical event and is not related to the device. Edema-ndr: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observations observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The patient's representative reported "heart problems", "headaches", "blood pressure problems", and "water retention". The patient's representative subsequently reported, "the left implant has burst". The device has been explanted. This record relates to the left side.